Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a red screen failure occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer. If any additional information is received, a follow-up report will be filed. New information/evaluation: the manufacturer received information alleging red screen failure occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device required preventative maintenance. Therefore, the following parts were replaced: particulate filter, air inlet foam filter and, muffler assembly. The machine flow sensor was replaced due an error code in relation to machflow_err. The device passed the functional test, does not require a firmware update. Additionally, during the service of the device, parts were replaced due to excessive dust, black and yellow stains, and yellow, dusty tubes or physical damage. The device passed all final testing. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Box h coding updated.

Event description:
The manufacturer received information alleging a red screen failure occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer. If any additional information is received, a follow-up report will be filed.